Event description:
It was reported that there was an item defect, the item had been sent in for repair only. Upon evaluation it was noted that the comb and roller were damaged on the item. No harm or delay were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Review of the most recent repair record determined the comb and roller were damaged. The comb, roller, and shoulder bolts were replaced and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.